Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-16124. It was reported that the scs system could not be set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.